Event description:
It was reported by the customer that "the dressing pieces are 'melting' together and sticking to each other too much making removal incredibly difficult and time consuming. The difficulty in removing the dressings from each other and from patient cause manipulation of the catheter."

Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation. A batch history review (bhr) review is not possible, as no manufacturing lot number has been provided by the complainant. H3 other text : device not returned for evaluation